Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) year-old (at the time of initial report) male patient of an unknown origin. Medical history included impaired healing (ear did not hear a little clearly). Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 30/70, cartridge), via a reusable pen device (humapen ergo ii), at an unknown dose and frequency, via unspecified route, for diabetes mellitus, beginning sometime in 2014. On an unknown date while on human insulin isophane suspension 70%/human insulin 30% treatment, his postprandial blood sugar was high (values, units and normal reference range not provided) for which he was hospitalized on around (B)(6) 2019 to regulate the blood sugar. As of (B)(6) 2019, his leg and foot were not working properly, his ankle joint was a little swollen and his retina was blurred, and also told that he had been hospitalized for many times on unknown dates for unspecified reasons. His humapen ergo ii injection button was sometimes pushed down to the end directly without clicking sounds and sometimes the injection button could not be pushed down (pc number: (B)(4) and lot number: 1008d01). Humapen ergo ii was used for about five years (improper use). Information regarding additional corrective treatment and outcomes for the events was not provided. Human insulin isophane suspension 70%/human insulin 30% treatment was continued. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii device general model duration was not provided and suspect humapen ergo ii device model duration of use was approximately five years (started sometime in 2014). The humapen ergo ii device was continued and its return status was not provided. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% treatment while did not provide relatedness for the events with the humapen ergo ii device. Update 29-nov-2019: information was received on 25-nov-2019. No new medically significant information was added to the case. Edit 09dec2019: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 09jan2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii could sometimes pushed down to the end directly without clicking sounds, and sometimes the injection button could not be pushed down. He experienced increased blood glucose. The investigation of the returned device (batch 1008d01, manufactured august 2010) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reportedly used the device since 2014. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. This misuse is not likely relevant to the event of increased blood glucose since the device met functional requirements.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 79-year-old (at the time of initial report) male patient of an unknown origin. Medical history included impaired healing (ear did not hear a little clearly). Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 30/70, cartridge), via a reusable pen device (humapen ergo ii), at an unknown dose and frequency, via unspecified route, for diabetes mellitus, beginning sometime in 2014. On an unknown date while on human insulin isophane suspension 70%/human insulin 30% treatment, his postprandial blood sugar was high (values, units and normal reference range not provided) for which he was hospitalized on around (B)(6) 2019 to regulate the blood sugar. As of (B)(6) 2019, his leg and foot were not working properly, his ankle joint was a little swollen and his retina was blurred, and also told that he had been hospitalized for many times on unknown dates for unspecified reasons. His humapen ergo ii injection button was sometimes pushed down to the end directly without clicking sounds and sometimes the injection button could not be pushed down (pc number: 4960773 and lot number: 1008d01). Humapen ergo ii was used for about five years (improper use). Information regarding additional corrective treatment and outcomes for the events was not provided. Human insulin isophane suspension 70%/human insulin 30% treatment was continued. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii device general model duration was not provided and suspect humapen ergo ii device model duration of use was approximately five years (started sometime in 2014). The humapen ergo ii device associated with product complaint 4960773 was returned to the manufacturer on 09dec2019. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% treatment while did not provide relatedness for the events with the humapen ergo ii device. Update 29-nov-2019: information was received on 25-nov-2019. No new medically significant information was added to the case. Edit 09dec2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 09jan2020: additional information received on 09jan2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device for the suspect humapen ergo ii device associated with 4960773. Corresponding fields and narrative updated accordingly.